Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The device components cuff, pump and balloon were visually inspected and tested for leaks. The cuff shell was worn from wear at the corner of a fold. The cuff passed leak test. The pump passed visual inspection, leak test and functional test. The balloon and pump kink resistant tubing (krt) was worn to the filament. The balloon krt had holes from tool/sharp instrument. The balloon passed leak test. The reported patient symptom is a known risk associated with implant of this device as indicated in the instructions for use (IFU). Based on the information available, an investigation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring urinary incontinence. All the components were removed and replaced. The cuff was downsized. No further patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring urinary incontinence. All the components were removed and replaced. The cuff was downsized. No further patient complications were reported.